Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to helix would not extend. In addition, the patient's anatomy was very difficult to navigate or advance the lead. The lead was never in service and was replaced. No adverse patient effects were reported.